Event description:
Medtronic received a report which stated that prior to use on a patient, the tube's cuff did not inflate. It was reported that there was no patient involvement.

Manufacturer narrative:
One left endobronchial tube was returned for evaluation. Visual examination found that the tubing is slightly altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. Further examination shows that on the main stem of the tubing there is a gel like material on the cuff body which is not from our manufacturing process. The style wire was removed from the tubing. The cuff on the returned unit was inflated/deflated three times without the stylet wire and no issue was noted. The customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report which stated that prior to use on a patient, the tube's cuff did not inflate. It was reported that there was no patient involvement.